Manufacturer narrative:
Batch review performed on 05 february 2019: lot 179360: (B)(4) items manufactured and released on 25-apr-2018. Expiration date: 2023-04-09. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size s -4 reference 01.29.204 (k112115). Lot 164975: (B)(4) items manufactured and released on 28-nov-2016. Expiration date: 2021-11-14. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any similar reported event. Supplier of the ball head was informed and they reported: the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to a lack of ceramic parts further investigations cannot be done.

Event description:
The patient came in complaining of pain caused by a dislocation of the head from the liner 5 months after primary. The surgeon revised the head and liner and the surgery was completed successfully. Amis approach was used in the primary surgery.